Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported that she had previously used a g6 sensor and experienced issues with inaccuracy. She stated that she lost consciousness, fell to the floor, and was transported to the emergency room. There were no event details given of the cgms behavior leading up to the loss of consciousness and leading up to the serious adverse event (sae). At the hospital, her cgm displayed a reading of 58 mg/dl. It was reported that her fingerstick bg value differed from the cgm reading; however, the specific value was not provided. The patient declined to provide additional information and did not respond to questions regarding whether similar events had occurred previously. She ended the call without providing further details. It was noted that the patient was not using an insulin pump at the time of the event. The patient¿s condition at the time of the report was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.